Event description:
It has been reported the pt uses the system magnet to turn stimulation on. The pt reported the system turns off on its own after being in use for a few hrs. The pt has effective stimulation coverage. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.